Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump does not always record her blood sugars. The customer manually inputs her blood sugars but they dont always show up in the record. The customer would like the insulin pump replaced. The customer's blood sugar at the time of event was 40 mg/dl. Her current blood sugar is 193 mg/dl. The customer treated with food. Troubleshooting was performed and everything is accurate. The insulin pump will return.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, programmed with multiple boluses and monitored. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the bolus history and daily history screen. However, the insulin pump was unable to download unit to carelink pro due to several history check error alarms at the alarm history file. History check error alarms due to a corrupted history file. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.